Manufacturer narrative:
A united states customer contacted siemens customer care center to report an imprecision issue with the advia chemistry xpt carbon dioxide (co2_c) assay. Siemens noted that quality control (qc) was in range on the day of the event and dispatched a customer service engineer (cse) to the customer site. The cse performed troubleshooting on the advia chemistry xpt system and observed the cuvette bath oil was contaminated. The cse performed services, including flushing out the bath oil from the reservoir, replacing the oil filter assembly, installing new bath oil, cleaning the mixers and probes, replacing the lamp, and verifying alignments. The customer performed a calibration and qc run and noted no issue. The advia chemistry xpt system was operating as specified. Siemens headquarter support center (hsc) reviewed the information provided and services performed and noted the system performed as specified post-service repairs. The potential cause of falsely elevated carbon dioxide concentrated (co2_c) results is due to the bath oil contamination. Siemens completed the investigation, performed a follow-up, and noted the system is operational and requires no further evaluation.

Event description:
The customer obtained falsely elevated carbon dioxide concentrated (co2_c) results for forty-eight (48) patients samples on an advia chemistry xpt system. The results were reported and questioned by the physician(s). The customer used the same samples to perform repeat testing on an alternate system. The customer informed siemens that repeat results were lower, matched the patient's history, and that corrected reports were issued. There are no reports of patient intervention or adverse health consequences due to the falsely elevated co2_c results.